Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, there was difficulty removing the delivery system from the vessel. During the procedure, there was a 99% high-grade blockage in the distal segment of the svg to rca (saphenous vein graft to right coronary artery) prior to insertion of the stent delivery system into the native vessel and between two previously stented areas. An attempt was made to place a 3.5x16mm taxus express2 drug eluting stent into this segment but, it would not completely cross the lesion, but just proximal to it. The vessel was very rough. The physician stated "I deployed that stent because I could not retract it. However, after stent deployment, I was able to push the stent balloon more distally and to dilate aggressively that very tight segment just before a more distal stent was present. We then again tried to place a 3.5x12mm taxus express2 drug eluting stent down into that curved area of this bypass graft and it would not pass, and so we left it alone but the vessel was widely patent from the angioplasty procedure and the first stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.